Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The problem was confirmed using logs, which recorded recurring error c-34 (B)(6) 2026 11:58:05 am and m-18 (B)(6) 2020 12:02:00 pm. Functional testing was performed using the system platform and the unit powered on and successfully cauterized across all ports and instruments without issue. A review of the erbe internal log also revealed error c-00. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator stopped working. The customer was able to transition to a 3rd party generator and complete the case. The customer provided that error c-00 occurred as well. There were no reports of patient injury.